Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the drawer. A field service engineer replaced both the drawer board, the 2.1 retractor band, and the t board to rectify the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not recognized on the communication bus. The customer stated that they had tried restarting and recovering the system. Consequently, more than 40 medications became unavailable to nurses in a high-demand unit, resulting in delays in patient care. There were no adverse events or injuries reported based on this incident.